Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures of the liner identified an edge of the liner has been bent; however, it is unknown if this damage occurred during explantation. No further analysis can be conducted as the product was not returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05245. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to dislocation approximately 5 months post implantation. Additional information on the reported event is unavailable.